Event description:
It was reported during a podiatry procedure that the tps micro driver was not running in the correct mode; it was running in reverse when in forward mode. The procedure was completed successfully with no delay, no patient involvement and no adverse consequences. Additionally, it was reported during repair conducted at the manufacturer facility that the tps micro driver was running in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported running in reverse when in forward mode was duplicated. The device was also found to run in safe mode during visual inspection. The motor flex was found to be "dark", the sockets were found to be corroded and worn and the nomex tube, gasket and bearing were found to be worn. This is the probable cause of the device running in the wrong mode and running while in safe mode. The device has been repaired by the manufacturer and will be returned to the user facility.